Event description:
It was reported that the patient presented in clinic for follow up. It was discovered that the pulse generator exhibited an overestimation of battery longevity. No interventions were reported. There were no patient consequences.